Manufacturer narrative:
The device was repaired but not returned to the customer, pending customer approval of the estimate.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. The device's system board was replaced to address the issue. An issue related to the remote alarm connector was observed. The device's interface board was replaced to address the issue. The device failed steps during testing. The device's active exhalation control module was replaced to address the issues.